Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -9.5 diopter, implantable collamer lens was explanted due to the lens being too large. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.